Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a strange noise with bubbling and fizzing in the cassette during a phaco intraocular lens (iol) implant, almost as if there was a seal leak. The system had to be removed due to vacuum not functioning as expected. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility.

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. Therefore, the root cause of the reported event cannot be determined conclusively.